Event description:
Per complaint (B)(4), a patient's dental implant failed to osseointegrate. Inflammation, delayed healing, dehiscence, and osteopenia were reported. The implant was explanted one month after placement.

Manufacturer narrative:
Follow-up submitted to report device evaluation.